Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found that the optic had been cut or torn in the center. Particulates, saline dendrites and dried solutions were visible on the optic. One haptic had been torn out of the optic and was not returned. The other haptic was bent backwards. Due to the condition of the device received, functional testing could not be performed. The investigation is ongoing.

Event description:
It was reported that an intraocular lens (iol) was removed from the patient¿s right eye intraoperatively due to capsule compromise. No other patient impact was reported. An anterior chamber lens of a different model was successfully implanted. Though requested, no additional information has been provided.

Manufacturer narrative:
Additional information, d4, g2, h2, h4, h6, h10/11 though requested no further information has been provided by the facility. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. No similar events have been reported for this product lot to date. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information the root cause of this event could not be determined. No corrective action is required.